Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient said they were able to charge last night but when they went to make sure the implant was on today to provide pain relief, the controller would give no device found and then said software problem 1-intellis, 2-3.6, 3-243, 4-qf_port. Patient services (pss) walked patient through removing the battery pack, plugging the controller into the ac power supply, patient confirmed screen powered on. Patient inserted the battery and confirmed the green light on the controller was flashing. Patient attempted to unlock controller, but saw no device found. Patient plugged in recharger and saw controller 80%, implant 100%. Patient checked and confirmed stim was on, on group a, but they were not feeling stim or getting pain relief. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient said they spoke with the manufacturer representative (rep) earlier who told them to call patient services (ps) and see if anything could be done over the phone before trying to meet. Patient said their primary care provider said patient could meet with a rep at their office tomorrow if needed. Patient said they wanted to know if a rep could meet them so they could set up a ride for tomorrow. Pss recommended patient contact rep again and agent emailed fyi to rep.